Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Kinks were present along the length of the pusher assembly. The pull wire was within its capture feature inside the distal detachment tip (ddt). The embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact with the embolization coil. Conclusions: evaluation of the returned pod8 revealed pusher assembly kinks. If the device is forcefully advanced against resistance damage such as pusher assembly kinks may occur. The non-penumbra microcatheter used in the procedure was not returned for evaluation; therefore, the root cause of the reported resistance was unable to be determined. Further investigation revealed that the embolization coil was detached from the pusher assembly. The complaint did not report that the embolization coil was detached from the pusher assembly; therefore, this damage was likely incidental to the procedure and could have occurred during the post procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using pod coils and a non-penumbra microcatheter. During the procedure, while advancing a pod coil into the hub of the microcatheter, the physician experienced resistance. It was reported that several attempts were made to advance the pod coil into the hub of the microcatheter; however, the same issue occurred; therefore, the pod coil was removed. The procedure was completed using two pod coils, one pod packing coil (podj), one ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.